Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical professional called to report the patient continues to have issues during tx and wonders if this in relation to the fluid leak noticed on a completed treatment on (B)(6) 2018. The fluid leak was noticed when a training tx was completed upon removing the cassette. They noticed the cassette compartment was moist/wet inside, but the patient was still sent home with the cycler. The patient was not connected at the time the fluid leak was noticed. It was advised to discontinue use of the cycler. It is unknown if the liberty select alarmed prior to or when the fluid leak was observed. Additional information was solicited. The liberty select was replaced.